Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown, no information provided to date.

Event description:
It was reported that the device failed flow test. No patient injury was reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
Manufacturing device history record review was not performed because no causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a damaged input/output label. The input manifold shifts on the bottom chassis and the tidal volume knob rubs on the battery compartment. Housing has one screw stand broken. Functional testing found the measurements are too high on the minimum settings. Calibrated oxygen therapy/ continuous positive airway pressure flow control. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
Additional info received via email 30-aug-2022. Event occurred during preventive maintenance. No patient involvement.

Manufacturer narrative:
Other, other text: no patient involvement. (Updated b5)investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.